Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle was missing the inner shield. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no.: 320119 batch no.: 9197290. 1 of 2 - this complaint addresses incident date (B)(6). It was reported the inner shield was missing. Issue(s): some have no inner shields but with the outer cover. Date of event: (B)(6) 2020 found with no inner shields just outer cover found 2 pen needles.